Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal and umbilical hernia repair. It was reported that after the implant procedure, the patient experienced hernia recurrence, strangulated bowel, necrosis, nerve damage, chronic and severe pain and mental anguish. Post-operative patient treatment and potentially related procedures include small bowel resection and mesh removal. Information received indicates the patient is deceased. Information regarding the date of death has been recorded. Circumstances regarding how the patient passed away was not given.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a procedure where this device was implanted, the patient experienced hernia mesh revision/removal, hernia recurrence, chronic and severe pain, small bowel resection, mental anguish, loss of consortium. Treatment and potentially related procedures include mesh revision/removal.

Manufacturer narrative:
Additional information: b5, d8, e1, e3, g1, h6 (ime, imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal and umbilical hernia repair. It was reported that after the implant procedure, the patient experienced hernia recurrence, strangulated bowel, necrosis, nerve damage, chronic and severe pain, mental anguish, infection, hematoma, inflammation, and obstructions. Post-operative patient treatment and potentially related procedures include small bowel resection, mesh removal, and medication. Information received indicates the patient is deceased. Information regarding the date of death has been recorded. Circumstances regarding how the patient passed away was not given.

Manufacturer narrative:
Additional information: b2, b5, h6 (patient codes, device codes), additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal and umbilical hernia repair. It was reported that after the implant procedure, the patient experienced hernia recurrence, strangulated bowel, necrosis, nerve damage, chronic and severe pain, mental anguish, infection, hematoma, inflammation, mesh failure, disability, emotional changes, scarring, and obstructions. Post-operative patient treatment and potentially related procedures include small bowel resection, mesh removal, and medication. Information received indicates the patient is deceased. Information regarding the date of death has been recorded. Circumstances regarding how the patient passed away was not given. Mesh failure, disability, emotional changes, scarring.